Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test and rewind. However, the insulin pump alarmed compromised force sensor system alarm during displacement test due to motor high current draw. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.